Event description:
The drive train on the customer's chair failed while he was riding up an incline. The unit rolled backwards and tipped over. The customer was not injured seriously but became extremely apprehensive about using the chair because there is no manual brake. Since no electric mobility products have this feature the chair was returned to the dealer and he furnished the customer with a competitive unit.